Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the liquid crystal display monitor exhibited no power supply. The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: b5 and e1 (added telephone number) additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely that the event occurred due to the power supply does not turn on due to a failure of the g1 board. However, a definitive root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the liquid crystal display monitor exhibited no power supply. The issue occurred during an unspecified procedure, which was completed with a similar device. There were no reports of patient harm.